Event description:
It was reported to medtronic minimed that the customer reported a possible over delivery anomaly, discrepancy between sensor glucose and blood glucose which is not within range and experienced hypoglycemia. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-7040ma, mmt-1884, mmt-442ag. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of reported low blood glucose event. The customer believes the pump is over delivering. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. Blood glucose value from reported event was 50 mg/dl. The sensor glucose value from the reported event was 160 mg/dl. Sensor glucose and blood glucose difference is 110 mg/dl. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Mmt-342 was requested, and the customer response was the device will be returned. Product return requested for mmt-7040ma, and the customer declined to return or is unable to return. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. Mmt-442ag was requested and the customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08810 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 64.424 units of normal bolus was delivered on (B)(6) 2025 between 08:46:31.000 and 22:37:25.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.